Event description:
On 5/27/97, the facility nurse informed the MFR's sales rep of the following: the device was removed from the pt on 5/21/97, due to inflammation and pain. Upon removal of the device, a crack was noted on the titanium surface. Subsequent infection occurred. No further details were provided at this time.